Event description:
Additional information was received that indicated that the physician was unsure if the sleep apnea was related to vns and did not feel comfortable commenting further. No additional information was provided.

Event description:
Clinic notes were received for the patient that indicated that the patient has a history of sleep apnea, unknown if related to or made worse my vns. Good faith attempts for more information are in process.